Event description:
The customer reported that insulin from the bottom of the reservoir. The caller is unsure if she twisted the stopper in the reservoir; but she went ahead and placed the reservoir in the insulin pump and received a no delivery alarm. The customer threw the infusion set and reservoir away. The blood glucose reading was 122mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.